Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the bd safe-clip¿ needle clipping device was not clipping. The following information was provided by the initial reporter, translated from spanish to english: it is communicated to the patient's line requesting needles, likewise, it refers that: "the needle cutter is rusting because it does not open well and instead of breaking the needle it bends it." Therefore, retraining is scheduled for the day of today (B)(6) 2023 in order to validate the mentioned failure of the device, text is read and quality event is reported (lot: 9317001) in connection via teams, rusty needle cutter hole is evidenced, cutting test is performed in which in the first attempt correct operation is evidenced, however, the exercise of cutting the needle is carried out again and it does not enter correctly, for which reason, it will proceed by requesting replacement of the device."